Event description:
A customer contacted beckman coulter inc. (Bec) reporting that their unicel dxh 800 coulter cellular analysis system was leaking in the amtc (air mix temperature control) module. The volume of the leak was reported as 1ml and it was contained within the unit. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and goggles at the time of the incident. No injury or exposure was reported. Patient results were not affected by this incident.

Manufacturer narrative:
A field service engineer (fse) went on-site and found the nrbc chamber (in the amtc module) overflowing. Fse replaced the nrbc mixing chamber which resolved the issue. Fse also noted that the tubing at port 6 on the distribution valve was seeping fluid and had left dried reagent on the back of the amtc module. Fse cleaned the back of the amtc module and reattached the tubing at port 6 of the distribution valve. The cause of this event was the nrbc chamber that was overflowing and tubing on port 6 of the distribution valve which was loose and seeping fluid. (B)(4).